Manufacturer narrative:
(B)(4).

Event description:
It was further reported that three days post-surgery the patient developed a post-op infection. He developed severe pseudomona pneumonia. He had severe ards (acute respiratory distress syndrome) and had a second asystolic arrest which they were able to revive him from, but he had to be intubated and ventilated. He had multiple system organ failure and septic shock and passed away the next day.

Manufacturer narrative:
Patient age at time of event: over 18 years old. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04979 and 2134265-2015-04990. It was reported that pericardial effusion (pe) occurred. The patient underwent a left atrial appendage closure (laac) procedure. A watchman® double curve access system replaced a transeptal sheath after the transeptal puncture. A pigtail catheter was inserted. The pulmonary vein (pv) ostial (os) was so close to the laa os that the pigtail continually flipped into the pv when trying to access the laa. A watchman® single curve access system was used to assist in better positioning; however it was still a struggle. A 5f expo guide catheter pigtail was advanced in hopes that the reduced french size would help. They continued to struggle to get into the laa. During the last attempt to gain access, the pigtail looked to have fallen out into the pv. They decided to abort the case as they did not feel that they were able to get deep enough within the laa due to the trabeculation of the laa. Shortly after, the patient¿s pressure dropped. Medication was given to bring the pressure back up. It was noted on transesophageal echocardiogram (tee) that the patient had a pe. 100mg of protamine was given. A pericardiocentisis was performed; approximately 300cc¿s of fluid were aspirated and a tap drain placed. The patient was stable, but then his pressure dropped again. They continued to try to aspirate. CPR had to be initiated. The patient underwent a thoracotomy in the ep lab; they clamped off the site of the bleed and transferred patient to the or. The tear was successfully repaired and the laa surgically ligated the laa. Patient was doing well post surgery.